Event description:
(Same case as # (B)(4)) publication: cardiovascular revascularization medicine 53s (2023) s292-s295. Title: the importance of the "safety coronary guidewire" in the donor vessel during chronic total occlusion percutaneous coronary intervention. Exerpt: [case 2] a 73-year-old woman with normal left ventricular systolic function was referred for rca cto pci for management of angina refractory to maximal medical therapy. Bifemoral 7 fr access was obtained. The left main coronary artery was engaged using a 7 fr ebu 3.5 guide catheter and the rca was engaged using a 7 fr al1 guide catheter (fig. 2, panel a). A sion blue coronary guidewire was advanced into the left circumflex artery as a safety wire (fig. 2, panel b). The pressure wire was retained in the distal lad as a safety coronary guidewire. Antegrade wiring was attempted in the rca cto using a fighter (boston scientific), pilot 200 (abbott vascular, santa clara, california) and a gaia next 2 (asahi intecc) wire without success. A decision was made to attempt retrograde crossing. The activated clotting time was 318 s, and 2000 units of unfractionated heparin were administered. A septal collateral was crossed with a sion black wire using the surfing technique. A corsair microcatheter was subsequently advanced into the distal rca and a pilot 200 guidewire was advanced retrogradely across the distal cap in the extraplaque space in preparation for reverse controlled antegrade and retrograde tracking (r-cart). The patient suddenly became hypotensive. Left coronary angiogram revealed slow flow into the lad (fig. 2, panel c). The exact mechanism of the slow flow was difficult to ascertain but was likely due to a combination of proximal lad disease along with either spasm and/or proximal lad dissection. The retrograde equipment was removed and the proximal lad was stented using 3.0 × 34mm resolute onyx drug eluting stent, facilitated by the safety guidewire in the distal lad with restoration of timi-2 flow (fig. 2, panel d and e). The patient continued to be hypotensive and went into cardiac arrest (pulseless electrical activity). Cardiopulmonary resuscitation (CPR) was initiated. Right coronary angiogram was performed however due to non-coaxial guide position of the guide catheter, resulted in aortocoronary dissection involving the proximal rca and right coronary cusp (fig. 2, panel f). A lund university cardiac assist system (lucas) device was used for chest compressions followed by initiation of venoarterial extracorporeal membrane oxygenation (va-ECMO) that stabilized the patient. No cardiac surgery was needed for the right aortocoronary dissection. After 8 weeks she was discharged to a transitional care unit. A computed tomogram of the chest done 10 weeks later to rule out pulmonary embolism did no show aortic dissection.